Event description:
It was reported that the smiths medical pump alarmed ?no disposable pump won't run". No air noted. Patient was not affected. Pump settings: res vol 85.1 ml, rate 0.6 ml/hr, given 13.95 ml. No further information available.